Manufacturer narrative:
(B)(4). The customer service engineer (cse) found the flow sensor test had been overridden. All performed calibrations and tests were passed and the unit performed to the manufacturer's specifications.

Event description:
It was reported that the ventilator malfunctioned and the patient was transferred to another venilator without any reported harm.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.